Event description:
Screwdriver tip broke during surgery. It was reported the surgeon did drill prior to implanting the screw but the bone was hard. The screw and driver tip were removed and a new screw was installed without further problems.